Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 08/19/2015 with the following findings: the black box data from the time of the event has been overwritten due to continued use of the pump. The current black box showed no evidence of a power issues occurring. The returned battery cap secured to the pump and maintained an electrical connection. The pump¿s electrical current draws were found to be within specifications. The alleged issue could not be duplicated.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that there was an intermittent power issue. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.